Manufacturer narrative:
A specific cause for the reported event could not be determined with the information available for assessment. No material was returned and investigation into the event remains ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction as the user reported a bent infusion site cannula, as well as tubing that was pulled out of their new infusion site, as the likely cause of their elevated glucose and subsequent symptoms. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on (B)(6) 2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported a sensor glucose value of 400 mg/dl accompanied by vomiting. The user removed the cleo 90 infusion site and observed that the cannula was bent. While attempting to apply a new infusion site, the user reportedly pulled the infusion set tubing out. The user switched to another manufacturer's insulin pump and did not require emergency services.

Manufacturer narrative:
A specific cause for the reported event could not be determined with the information available for assessment. No material was returned and system log data from the time of the event is unavailable for review; therefore, system functionality cannot be verified. However, this event is not being reported to the FDA as a device malfunction as the user reported a bent infusion site cannula, as well as tubing that was pulled out of their new infusion site, as the likely cause of their elevated glucose and subsequent symptoms. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.